Event description:
Information was received from a healthcare professional in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. It was reported that the patient has increased back pain with radiculopathy. Compatibility guidelines were requested for MRI. The procedure was due to a problem with the device or therapy. The patient is having a MRI to rule out a granuloma versus degenerative disease/stenosis. No further history was available. Additional information was received from the health care professional indicating that the pump contained morphine (dose 12.512 mg/day, concentration 25 mg/ml) since (B)(6) 2011 and ongoing, fentanyl (dose 500.5 mcg/day, concentration 1000 mcg/ml) since (B)(6) 2011 and ongoing and clonidine (dose 500.5 mcg/day, concentration 1000 mcg/ml) since "10/15" and ongoing. Other medications; percocet 325/10 mg, ketamine 50 mg/ml. Medical history; latex allergy, diagnosis-myalgia; other specified dorsopathies (cervical region), disease of spinal cord, other never root and plexus disorder. The increased back pain was first noted on (B)(6) 2016. MRI results noted that granuloma was ruled out, l5/s1 small degenerative disc changes without stenosis or protrusion. Actions/interventions; no changes made to oral/intrathecal pump medication. The patient reported receiving 20% relief with meds on best days the cause of increased back pain was not determined. The back pain had been resolved. The follow-up office notes were provided: the chief complaint was axial low back pain, location was generalized low back. Extension; left buttock and posterior thigh>, right buttock and posterior thigh. Quality; aching, throbbing, shooting and knifelike. Associated symptoms; numbness, soreness, weakness. Alleviated; medication and rest. Exacerbated; barometric pressure changes, cold, emotional stress, prolonged sitting and prolonged standing. Severity; 6-7. History of present illness: patient with chronic low back pain after motor vehicle accident in 1984. Patient sustained traumatic brain injury at the time of the accident as well. Her back problems got progressively worse over the years. Pump was implanted in 1998. The patient had a brand new pump since (B)(6) 2013 which she was happier with less side effects/less sedation. Patient reported no major accidents since 1984 date of service (dos): l/19/2016 patient with chronic low back pain (lbp) and (traumatic brain injury (tbi). Her pain is currently managed with percocet, ketamine and (intrathecal) it pump implant. Ambulates into office independently with steady gait. Patient had it pump filled prior to this appointment which she tolerated well. Patient had been seen by a doctor 2 months prior who opioid rotated the pt from norco to percocet. She reports that the percocet is much more effective in reducing her pain than the norco. On current medication regimen patient receives at least a 50% reduction in her overall pain. She continues to use ketamine with good relief as well and states ketamine is "the only thing that keeps her functioning". The majority of her pain is reduced by the ketamine injectable and she denies any side effects from the medication. Patient did not need a prescription for ketamine on this visit as she "had one on hold at the pharmacy". Patient was given a refill for percoet today as well as syringes. Panel b (urine drug screen) uds was obtained on this day. Patient remains functionally "inxxxried" yet stable. No medication changes were made today. Patient had a follow up in 1 month for a provider visit as well as a pump fill date of service (dos): (B)(6) 2016 patient with chronic lbp and tbi. Her pain is currently managed with percocet, ketamine and (intrathecal) it pump implant. Ambulates into office independently with steady gait. Patient reported that her medication regimen was effective in reducing her chronic pain. Patient was provided with 2 months prescription because she had a pump refill scheduled for the following week but would be out of medication by wednesday (B)(6) 2016. Her prescription would be filled on (B)(6) 2016. To avoid this from happening again, she was provided two months scripts. No medication change was made. Date of service (dos): (B)(6) 2016 patient with chronic lbp and tbi. Her pain is currently managed with percocet, ketamine and (intrathecal) it pump implant. Ambulates into office independently with steady gait. Patient did not bring pills for pill count as she was unaware of office policy- she was instructed to bring pills to every office visit in the future for pill count. Patient stated she receives a 30% reduction in her low back pain on current medication regimen and denied side effects to this regimen. She felt that the percocet worked more effectively than norco to control her pain however she was still experiencing increased pain to low hack with radiculopathy to ble (l>r). She had been experiencing this pain for several months and at this point an MRI was warranted to rule out degenerative disc disease (ddd), lumbar disc herniations, central canal stenosis as well as any potential granuloma from it pump. On exam patient had 4/5 weakness to both lower extremities (ble), was tender to palpation to midline lumbar spine as well as bil paraspinal muscles in lumbar area. She was straight leg raises slr to left lower extremity lle and had limited/painful range of motion of lumbar spine. The doctor was to send a message for patient to be scheduled for thoracic and lumbar MRI with and without gadolinium (gad). Patient was also scheduled for pump fill on this day which she tolerated well. She continued to take ketamine as this was the only medication that "kept her functioning" no changes were made to medication regimen this was to be re-evaluated in 2 months to be consistent with pump fills. Date of service (dos): (B)(6) 2016 patient with chronic lbp and tbi. Her pain is currently managed with percocet, ketamine and (intrathecal) it pump implant. Ambulates into office independently with steady gait patient is still complaining of increased pain to low back with radiculopathy to ble (l>r). She was unable to make her appointment for MRI last month and is now rescheduled for (B)(6) 2016 for lumbar MRI and she is aware to come to office following the MRI for pump check. Based on the results of the MRI we have discussed potentially moving forward with nevro scs trial which patient is interested in. If MRI results reveal progressive stenosis then she is aware we may refer her for surgical consult. No changes made to medication regimen today as she is receiving adequate pain relief. Patient had pump refill done on this day. Ketamine prescription reviewed and signed by the doctor. The patient came in on this day as she "s/pmri." Log was printed and examined (and will be scanned into chart). The health care professional collaborated with a manufacturing representative, per the manufacturing representative, the patients pump was restarted after MRI without difficulty. Patient was made aware ad (B)(6) 2016 date of service (dos): (B)(6) 2016 patient with chronic lbp and tbi. Her pain is currently managed with percocet, ketamine and (intrathecal) it pump implant. Ambulates into office independently with steady gait the patient was re-examined at last, lumbar MRI was scheduled and completed (the provider evaluated patient's it pump log to ensure pump effectively re-started after MRI). On this day, the mrl results were explained to patient at length prompting a longer visit a granuloma had been ruled out and per the doctor, despite the fact that mrl was relatively benign, the doctor believed that the patients lumbar spine pain was a result of a head injury more so than lumbar pathology; all that was present was l5/s1 small degenerative disc changes without stenosis or protrusion. The infusion catheter was seen from l3/l4 to the t9/t10 level without visible catheter tip granuloma. The rest of the disc spaces were unremarkable. The patient stated that the it pump and medication regimen including percocet and ketamine provides 70% pain reduction on her best days and improved level of functioning and quality of life. Ketamine prescription and percocet prescription was signed by the doctor and provider. The patient was provided with 2 months of percocet as she refills it pump every (5) weeks. Pill count was not performed as patient stated she was unaware she had to bring her medications, she was instructed to bring them to every office visit from this point forward, patient was arguing about having to bring medications for pill count and even complained to the doctor after the office visit. Uds was obtained on this day and followup was in 1-2 months date of service (dos): (B)(6) 2016 patient with chronic lbp and tbi. Her pain is currently managed with percocet, ketamine and (intrathecal) it pump implant. Ambulates into office independently with steady gait. On this office visit, the patient opened up about her ongoing stress and pathology, however patient stated that she was functioning at optimal effectiveness and believed that she had a high level of functioning. Patient stated that her current medication regimen was effective, she was recently switched from vicodin to percocet which she stated was much more effective when used in combination with ketamine and it pump. The patient had a pump refill immediately after the office visit. No medication changes were made. Ketamine and percocet was signed by the doctor and nurse. Pill count was performed with patient present, within normal limits (wnl). Last uds (B)(6) 2016, patient was negative for morphine metabolite which is present in it pump and unfortunately an ongoing: issue. Follow-up was in 1-2 months. Current medications percocet 325 mg-10 mg, start (B)(6) 2016 tablet, 1 tab q4h prn (30 day supply. Oral quantity (B)(4), substitutions allowed, refills 0 percocet 325 mg-10 mg, start: (B)(6) 2016 tablet, 1 tab q4h prn (30 day supply), oral quantity (B)(4), substitutions allowed, refills 0 ketamine hcl (10x10ml,s.d.v.) 50 mg/ml, start: (B)(6) 2016 solution, 1-2 cc's;1-2 times per day 24 day supply, injection, qty. (B)(4), substitutions allowed, refills: 1 ketamine hcl (10x10ml,s.d.v.) 50 mg/ml, start: (B)(6) 2016 solution, 1-2 cc's 1-2 times per day 24 day supply, injection, qty. (B)(4), substitutions allowed, refills: 1 syringes 1 ml, start: (B)(6) 2016 injection, use as directed with 25g 5/8sln needle, use as directed, qty. (B)(4), substitutions allowed, refills: 5 allergies; latex problem list (chronic pain) (B)(6) 2015 other nerve root and plexus (B)(6) 2015, disease of spinal cord, unspecified (B)(6) 2015, other specified dorsopathies, cervical region (B)(6) 2015, myalgia past medical history (B)(6) 2011, malignant tumor, cervical ca surgical history (B)(6) 2011, gu - hysterectomy total (B)(6) 2011. Gi cholecystectomy family history (B)(6) 2011, diabetes social history substance abuse history: (B)(6) 2014, alcohol use, denies (B)(6) 2014, alcohol abuse, denies (B)(6) 2014, drink denies (B)(6) 2014, drug abuse, denies (B)(6) 2014, cocaine, denies (B)(6) 2014, smoker, denies (B)(6) 2011, tobacco use, less than 1pk review of systems: constitutional: wnl ear, nose, mouth, throat (enmt): wnl eyes: wnl respiratory: wnl cv: wnl gastrointestinal tract (gi): wnl gu: wni. Skin: wnl neuro: headaches, numbness of legs or feet and weakness of legs; psych wnl physical examination; vitals: (B)(6) 2016, height: (B)(6) in, weight: (B)(6) lbs, body mass index: (B)(6) kg/m^2 pulse: (B)(6) bpm, resp (B)(6) bpm, blood pressure: (B)(6) mmhg pulses: radial(r) 2+, radlal(l) 2+, dorsalis pedis(r) 2+ and dorsalis pedis (l) 2+ musculoskeletal (spine) cervical: normal appearance, no tenderness normal range of motion (rom) thoracic: normal appearance no tenderness lumbar: normal curvature midline tenderness (diffuse) and paraspinal tenderness (bilateral diffuse normal rom and painful rom neurological station and gait: normal gait mildly impaired tandem walk cranial nerves: normal eye alignment normal eom (v) normal trigeminal sensory function (vii) facial expression muscles normal sensory rle: (radicular) no radicular deficit (p nerve) no periph nerve deficit (other) no stocking pattern deficit lle: (radicular) no radicular deficit (p nerve) no periph nerve deficit (other) global hypoesthesia diagnosis: other nerve root and plexus disorders other specified dorsopathies, cervical region unspecified cord compression myalgia

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2016-oct-06 stated the motor stall recovered within 2 hours. It was noted that on (B)(6) 2016 that the motor stall occurred at 09:40 and motor stall recovered at 11:01. It was noted pump was not explanted as magnetic resonance imaging (MRI) did not show any signs of a granuloma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.